Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 6/24/2022, it was reported by a sales representative via email that an ar-8990 fibertak dx suture anchor, after using the ar-8990ds drill kit and drilling the bone socket, the anchor would not deploy nor engage in the bone. Surgeon opened another anchor and was able to complete the case without further issues. This was discovered during an extensor carpi radialis brevis repair on 6/24/2022.